Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval the driven ground relay was open. The cause for the driven ground failure was isolated to an internally open resistor r2 on the distribution node pca board. The root cause for the defective r2 resistor could not be positively identified. No adverse event resulted from the defective resistor. The pt received a replacement electrode belt.

Event description:
A review of service data detected a reportable problem. During servicing of electrode belt sn (B)(4), the driven ground relay was open. The last pt to use this electrode belt did not report any deficiencies.